Event description:
It was reported that the balloon seemed deformed when injected with contrast media, during the pta procedure, and a strip of unknown material was found along with the balloon. The device was removed and another pta device was used for a successful procedure. No reported patient injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The evaluation of the sample is currently underway.